Event description:
As reported by our edwards lifesciences japanese affiliate, during valve deployment of a 20mm sapien 3 valve in the aortic position via transfemoral approach, the commander delivery system balloon inflated asymmetrically. At the beginning of the balloon inflation, the proximal shoulder initially expanded, followed by the distal side. The valve landed in a 90:10 aortic/ventricular position as intended although the balloon and valve once popped up to aorta. No injury or complication occurred.

Manufacturer narrative:
Investigation is ongoing. H3 other text : the device has been discarded at the hospital.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided for review and the following was observed: the patient's femoral arteries were undersized (< 5.5 mm), calcified, and tortuous. The patient's abdominal aorta, aortic arch, aortic annulus were tortuous and calcified. The femoral access to bifurcation transition appears to be calcified, tortuous, and undersized. A video of the valve deployment was provided, and the video illustrated an asymmetric deployment as the proximal balloon inflated first, followed by the distal balloon. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system inflation difficulty was confirmed by the provided imagery. The provided imagery revealed the patient's femoral arteries and aorta were calcified and tortuous, in addition to an undersized minimal luminal diameter of the femoral arteries. Additionally, the returned imagery of the balloon inflation confirmed the asymmetrical expansion. While a review of the DHR, lot history, manufacturing mitigations, IFU and training manuals did not provide any indication that a manufacturing and/or labeling non-conformance would have contributed to the complaint event, investigation shows that the reported event may be related to device interactions resulting from a potential sheath distal tip torn. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was initialed to investigate and assess the potential risk associated with the issue and a corrective action preventative action (CAPA) determination has been initiated.